Manufacturer narrative:
The lead was capped and surgically abandoned. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited decreased pace impedance measurements. An increase in threshold measurements was also noted. A chest x-ray revealed a fracture near the patient's collar bone. An invasive procedure was performed. The lead was capped and successfully replaced. No adverse patient effects were reported.